Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-07-31, UDI #: (B)(4), mfg date: 2016-07-31, (B)(4); heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31, UDI #: (B)(4), mfg date: 2016-05-31, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30, UDI #: (B)(4), mfg date: 2016-06-30, (B)(4), heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30, UDI #: (B)(4), mfg date: 2016-06-30, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-07-31, UDI #: (B)(4), mfg date: 2016-07-31, (B)(4), heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-05-31, (B)(4), mfg date: 2016-05-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. This occurred when the batteries had greater than 25 percent capacity. The controller and six batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4), and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that all devices passed visual examination and functional testing. Log file analysis revealed that controller (B)(4) was in use during the reported event and contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving all six batteries. In addition, analysis of the data file revealed several premature power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is evaluating momentary disconnections. Additional products: battery / (B)(4). Device available for evaluation: yes, return date: 2017-12-14. Device evaluated by MFR: yes. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller passed visual and functional testing. Investigation is ongoing. Additional products: battery / (B)(4), return date: 2017-12-19. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Additional products: battery / (B)(4), return date: 2017-12-14. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Additional products: battery / (B)(4), return date: 2017-12-19. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Additional products: battery / (B)(4), return date: 2017-12-19. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Additional products: battery / (B)(4), return date: 2017-12-19. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Will be issued.

Manufacturer narrative:
Corrected: other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.